Manufacturer narrative:
Additional information for this event could not be obtained. Therefore, further investigation of the reported event could not be performed. If additional information is received, a supplemental MDR will be submitted in accordance with 21 cfr 803.

Event description:
It was reported through the FDA medwatch program that during the off boarding process of the liver, the device ceased providing warm perfusion.